Event description:
It was reported that the patient developed an infection in her abdominal pocket site. The pt has problems healing so the infection was not resolvable. The neurostimulator and extensions were removed. Further information is being requested from the hcp.